Event description:
It was reported that the patient "that the patient" had an inflatable penile prosthesis that was implanted in 2008 was explanted due to a cut in the tubing connecting the pump to the cylinder resulting in fluid loss.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a hole in one cylinder outer tube that was the result of tool damage and avulsion consistent with explant damage. The other cylinder performed within specifications. There was a leak in one pump-cylinder tube at the pump strain relief junction that was the result of fatigue. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient that the patient had an inflatable penile prosthesis that was implanted in 2008 was explanted due to a cut in the tubing connecting the pump to the cylinder resulting in fluid loss.